Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was located in a non calcified, non tortuous left anterior descending artery (lad). A taxus express2 3.0x20mm drug eluting stent was placed in the proximal lad. Plavix was prescribed for the pt post procedure. On 643 days later, the pt presented with an mi. The complaint was reported as a "ptca after mi." A thrombosis was diagnosed by angiograms. The pt was treated with a gpiib/iiia inhibitor and acute pci was performed. The pt recovered fully with a transient moderate troponin elevation. Additional information has been requested.